Event description:
The customer reported to olympus, when using the camera head, it was ¿not working on the screen¿. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to repair facility for evaluation and the customer's allegation was confirmed. The device evaluation also found the camera cable was damaged. Since the camera cable was damaged, the internal ccd may have failed. Therefore, it is assumed that normal communication was not possible, and this led to the event that no images. A definitive root cause cannot be identified. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the device instructions for use (IFU): precautions for disappeared or frozen endoscopic image important information ¿ please read before use [warning] ·if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Reprocessing: general policy [warning] ·do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, when using the camera head, it was ¿not working on the screen¿. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing. This report will be supplemented if additional information becomes available at a later date.